Event description:
The soundstar eco ultrasound catheter was unable to connect to the system after placed into the patient. The catheter was removed and replaced with no harm to the patient. Manufacturer response for ultrasound catheter, soundstar eco ultrasound catheter (per site reporter) clinical site notified mfg rep directly.